Event description:
I won a year supply of bausch & lomb with moisture loc from raffle tickets for blindness awearness. I started using oct '05 & by christmas eve '05 I was in such pain & couldn't see. I went to the hospital emergency room & since then, I have been to 5 different dr's. I have a scar on my cornea, for almost 1 year I have been in pain, not been able to drive 80% of the time, not seeing right & very bad light sensitive.